Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the curved tip stapler 30 instrument would advance but not come back. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter does not have any additional information about the reported issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the product involved with this complaint and completed the device evaluation. The endowrist curved tip stapler 30 instrument was analyzed, and failure analysis found during a review of the logs for the related instrument, the curved tip stapler 30 instrument had several shifting failures. The shifting failures did not occur during initialization. The shifting failures occurred while the instrument was attempting to unclamp after successful firing. The shifting failures were likely caused by the lodged staples found within the jaws. The failure was not replicated; however, due to the staples having to be removed before an in-house reload could be installed and placed on the system. Additional observations that were not reported by the customer: visual inspection of the instrument found a staple lodged within the jaws. The adapters were not damaged. No additional damage was found on the distal end of the instrument. The lodged staples were removed from the channel ramp. An in-house reload was installed onto the instrument. The instrument clamped and fired successfully. The root cause for the lodged staple is typically attributed to a component failure. The complaint regarding endowrist curved tip stapler 30 instrument would advance but not come back was confirmed based on failure analysis, which indicates that the device did contribute to the customer reported issue. A review of the device logs for the curved tip stapler 30 instrument (part#: 470530-08 / lot/serial#: (B)(4) associated with this event has been performed. Per this review of the logs, the curved tip stapler 30 instrument was last used on (B)(6) 2022 via system serial#: (B)(4). There were 14 uses remaining after this last usage. A review of the site's system logs for the reported procedure date was conducted by the regulatory post market surveillance (rpms) analyst. Investigation revealed the following possible related system errors: 1164: invalid stapler cartridge on usm1 reason: the dlu pins inside the stapler jaws crotch are shorted, or the pins on the stapler cartridge are shorted. This may be due to a staple stuck in the stapler jaws crotch or a bad stapler cartridge. This complaint is considered a reportable event due to the following conclusion: failure analysis confirmed the endowrist curved tip stapler 30 shifting failure, which occurred while the instrument was in a clamped state. The reported shifting failure, if not recognized during the procedure, medical intervention, including additional surgical procedures, may be required in the event that the staples are not delivered successfully. At this time, it is unknown what caused the event to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.